Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt (B)(4), which was returned for normal maintenance, it was discovered that there were bent pins in the trunk cable connector. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. Upon eval, the pins in the electrode belt's trunk cable connector were bent. The cause for the bent pins cannot be positively identified, but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The last pt to use this electrode belt did not report any problems.